Event description:
It was reported that the lens was removed intraoperatively from the patient's left eye due to a posterior capsule tear that was noticed during lens insertion. Vitrectomy was performed and another lens was implanted in the anterior chamber successfully. The patient is expected to recover with routine post-op instructions. Please reference MDR # 2031924-2014-00003 for the intraocular lens.

Manufacturer narrative:
The delivery device was requested, but will not be returned to b+l for evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.